Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (2 mg/ml at 0.49 mg/day) and bupivacaine (4 mg/ml at 0.89 mg/day) via an implanted infusion pump. It was reported that while doing a routine end of life pump replacement, the surgeon discovered the pump segment of the catheter was severely twisted. Pre-op, the patient also reported to the rep that they believed the pump was moving, but reported no loss in therapy or large increases in dose. There were no environmental/external/patient factors that may have led or contributed to the issue noted. The surgeon removed the entire pump segment of the 8780 catheter and 10cm of the spinal segment, all in the pocket. The surgeon tried aspirating from the remaining section of catheter but was not able to withdraw csf. They removed the drug from the current pump and did pull back the expected amount of medication. Due to this and the fact the patient reported no increase in pain, the surgeon decided to leave the intrathecal portion of the catheter as is. A back table prime was performed with the pump segment connected to the pump. A portion of the 8790 was removed and revised with an 8784 kit which resolved the issue.